Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the customer presses the act and esc buttons to clear the alarm however, the alarm could not be cleared.

Manufacturer narrative:
Motor error alarm during the basic occlusion test due to loose drive support disk. Motor passed motor test. No unexpected compromised force sensor system alarm. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip, reservoir tube cracked, missing end cap sticker and cracked lcd window.